Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. The device was not returned.

Event description:
It was reported that 3 balloons bursts when inflated with 30 ccs of saline. No medical intervention was required.